Event description:
It was reported by the parent that their daughter is experiencing high blood levels due to an issue with her pod, possibly a bad site. Insulin was leaking from the pod, and the adhesive started peeling near the needle. The parent confirmed the cannula was properly inserted and the adhesive was initially secure. The parent went unresponsive, so the agent called back and learned the daughter was on her way to the emergency room (ER). The medical event field was updated to ER visit. On the second attempt, the agent confirmed the new pod was activated, and the adhesive was secure. The daughter sought medical attention on march 4th due to high bg levels (550 mg/dl) and was diagnosed with diabetic ketoacidosis (dka). She received intravenous (IV) fluids, blood tests, and an electrocardiogram (ECG).

Manufacturer narrative:
Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: tp1a.220624.014.g781usqskhxl2. Smartphone hardware: sm-g781u. Cgm sensor type: g7. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.